Manufacturer narrative:
Hamilton medical ags reference: (B)(4): hamilton medical ags conclusion: it was reported that during high flow nasal oxygen therapy, the hamilton-c6 ventilator experienced an interruption of oxygen flow, resulting in a drop in spo2. The ventilator was immediately replaced, and no additional medical intervention was required. Logfile analysis shows that at 01:07:08 a ¿low oxygen¿ alarm occurred, followed by the ¿oxygen supply failed¿ alarm at 01:07:12. The ventilator was switched to standby at 01:07:25, and the condition cleared at 01:07:28. Post-event testing did not reproduce (re-construct) the failure. Based on event details and issue history, the most likely cause was a malfunction of the o2 mixer assembly. No further information has been received; however, the on-site technician confirmed that the o2 mixer assembly was replaced and the device returned to service. For hamilton medical ag, this complaint is considered closed. We will continue monitoring similar events.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the ventilator stopped working during active use in high flow mode, resulting in no oxygen flow to the patient despite a setting of 60 l/min. Alarms related to the o2 supply were observed. Patient harm was indicated but further information about what kind of harm and no further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.